Event description:
On (B)(6) 2014 - "after accessing the brachial vein, via ultrasound, I deployed the guidewire without resistance and began inserting the catheter over the wire when the device became jammed with the needle still halfway in the catheter. I attempted to separate the catheter from the device at the hub and advance and it wouldn't budge. At that point I removed the catheter and device completely. During the removal I encountered resistance a the skin, however, was able to remove everything completely intact. There was no injury to the pt and the pt was not away of the issue. The doctor was made aware and he elected to place a femoral triple lumen at that point."

Manufacturer narrative:
A lot history review (lhr) of reyg1326 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for evaluation.